Manufacturer narrative:
It was further reported that the rv lead continues to gradually increase to greater than 3000 ohms. The rv lead remains in use and may be changedout once the device is at elective replacement indicator (eri). No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance has been gradually rising. The alarm setting was changed and the pulse width was increased. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.